Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 27-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer discovered that matrix drawer 6 had failed to open. An fse pulled the back open and found an intravenous bag lodged in the back, caught between the drawer open sensor and the reflator; the intravenous bag was actually positioned between drawers 5 and 6. It was necessary to open both drawers to retrieve the bag, allowing the customer to recover and inventory both drawers. Everything was satisfactory. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a matrix drawer failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.